Event description:
This 54 year old female had 170cc gel bilateral breast implants implanted in 1979 at another reporting facility. Since then she has had multiple closed capsulotomies. A mammogram in may, 1993 showed a ruptured right breast implant. Elective replacement of bilateral breast implants and capsulectomies were preformed. Gross exam: right breast implant is ruptured and portions of the silicone had dissected deep to the pectorales muscle and had extended high up into the axilla. The left breast implant is intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown. Conclusion: device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.